Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 6:00pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of hi. A normal result for that time of day for the end-user is usually around 100-200mg/dl. She stated that she did not test again with her prodigy meter she was however feeling as though she was going to pass out, so paramedics were called about 5-10 minutes after testing. The end-user stated that she did not take any medications or food she only drank water while waiting for paramedics to arrive. Paramedics arrived in approximately 25-30 minutes, they tested her blood glucose with their meter and received a result of 85mg/dl. She stated that she was not given any treatment for her blood glucose since it was in a normal range for her. The end-user was advised that her test strips were expired and to discard them and to not to ever use expired products. She also stated that her medications were changed prior to her seeking medical attention but she cannot recall which medications they were. No additional information was provided.